Event description:
It was reported that pump displayed cartridge change error and customer experienced high blood glucose, with a recorded value of 480 mg/dl and no actions initially taken to address it. There was no additional information received regarding any further impact to the customer¿s blood glucose level. Technical support guided customer to remove cartridge, inspect and confirm o-ring was intact, check and clean pump connection area, reattach cartridge securely, and follow on-screen steps, after which customer successfully completed loading process and resumed insulin delivery.